Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged and was implanted deep in the annulus, below 12 mm on the left coronary cusp side. A second valve was successfully implanted valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.